Event description:
In 2008, the patient reported the piston rod of his insulin infusion device will not completely retract. He stated there is a quarter of an inch of space remaining. He said the device has not been dropped, exposed to water nor has it displayed an e6 (mechanical error). The patient switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.